Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4) , batch/lot number: 5102606/5102606, model/catalog description: infinion cx lead kit 50cm. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patients stimulator was not helping patients pain and patient cannot feel stimulation. It was also reported that the patient was having difficulty charging the ipg. The patient underwent explant and was doing well postoperatively.